Event description:
My sleep implant medical device (inspire generator) is causing burnt tongue I am feeling it 24 hours a day. I have the device turn it off. I have had pain around the generator spot. Comes and goes. I had 3-hour surgery for this implanted in nov 2023. I'm also tongue tied. Feels like you burn your tongue on hot soup. My doctor at kaiser permanently and the sales rep from the company have had me not use it. We have turn off before because of this feeling. This was supposed to be the longest time to let the tongue calm down. Because of the burning pain. It's not working correct. I have called the company look for answer why. They don't share! No one from the company calls back about your question or complaint. No test.